Event description:
On an unknown date, an open reduction internal fixation (orif) was performed for a proximal ulna fracture. During follow-up on an unknown date, it was discovered that the hardware was broken. The broken hardware was explanted on (B)(6) 2013. Five titanium screws and one 2.0mm independent screw were removed. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part/lot number combination unknown. Similar lot number 1627462 was found for this part number. The manufacturing documents of lot 1627462 were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(6).